Manufacturer narrative:
D3: address corrected. D9: device returned to manufacturer: 29-jan-2025. H3: one device was received for evaluation. Service history identified no previous repairs related to the reported issue. The review of the event log history confirmed the reported issue. The cause of the reported issue was intermittent keypad. The keypad was replaced to fix the reported issue. The device passed all functional & accuracy testing after repairs.

Event description:
It was reported that the pump showed error code 45520. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.